Manufacturer narrative:
(B)(4). On (B)(6) 2021 customer alleged woke me up with a message of a13. It kept a high pitched squeal sound. It is cracked. Unit had minor scratched display window, missing reservoir tube o-ring, and broken reservoir tube lip. The test p-cap and reservoir will not lock in place in the reservoir compartment due to broken off reservoir tube lip. Unit received stuck on full segment display. Unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, dat test, the stop (idle) current and run current measurement tests, self test, off no power alarm test and a21 error test due to the unit received stuck on full segment display. Unable to test for a13 alarm or constant tone due to the unit received stuck on full segment display. Using a test I/b, history download was successful using thds and carelink upload was successful. Moisture damage was noted on the lcb/b, m/b and rf/b. No damage noted on the motor. Unit received stuck on full segment display due to corroded I/b at u1. Unit also had cracked case at display window corner (lower right corner), cracked/broken battery tube threads, cracked reservoir tube, cracked case at the reservoir tube window corner,

Event description:
Information received by medtronic indicated that the insulin pump alarmed a13 alarm (watchdog timeout) and kept a high pitched squeal sound. The customer reported that there was a crack all over the insulin pump. During troubleshooting, customer was not able to clear the alarm. Customer was instructed to remove the battery from insulin pump and reinsert it after 5 minutes but display did not return. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.